Event description:
Patient for second day of autologous stem cell collection (B)(6) 2021. During procedure, clot noted in collection bag. Upon observation, no acd-a was draining from the bag. Md informed and ordered additional acd-a to be added to the product. Stem cell processing facility notified of clotting issue prior to sending product to the lab. Of note, the rn visualized the acd-a was dripping when it was hung, and no alarms were made by the machine. Kit lot # 2102113130, exp 2/1/2023; acd-a lot # 4359801, exp 8/22/2021. FDA safety report ID# (B)(4).